Manufacturer narrative:
A DHR review identified no issues that could have caused or contributed to the reported event. It is believed that the junction box loosened due to fatigue loading in the knee from lack of support in the femoral bone. The available evidence does not lead to a clear conclusion about the cause of the reported event.

Event description:
On (B)(6) 2023, a patient's knee was revised after falling in (B)(6) 2023. The patient experienced increased swelling and pain. The junction box was reported to be loose. The patient's knee was a revision from an earlier (B)(6) 2023 surgery which was a revision from a 2013 surgery.